Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a lumbar drain done on (B)(6) 2018. The following day, the surgeon was to remove the catheter as there was no drainage and the patient had swelling on the brain. Resistance was felt during the removal and as the surgeon was pulling, the catheter broke into two pieces. A portion was left in the subarachnoid space. An operation to remove the piece was done, but was unsuccessful. The surgeon performed a laminectomy at l4-l5, but the broken piece was floating within the space. A second drain was inserted, and the patient¿s status was listed as alive ¿ no injury.

Manufacturer narrative:
The returned duet was patent and met requirements for leak testing. Approximately 60 cm of the lumbar catheter was returned. The device did not meet the patency requirements. There was proteinaceous debris observed within the interior and exterior of the catheter. Leak testing could not be completed due to the catheter occlusion. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.